Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor not registering and reading high. The customer's blood glucose level was 458mg/dl. The customer states they had been running high due to it being hot. The customer treated with bolus. The customer did not wish to troubleshoot at the time of call and would be calling back at a later time.